Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported the nurse walked into pt's room and noticed the IV set lying on the floor. The luer locking cannula female luer disconnected from the primary IV set male luer during pt use. A new primary set was hung. No pt harm or medical intervention was reported. No further pt/event info was provided.